Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to scan due to "scan again in 10 mins" message displayed after 3 days of wearing the adc freestyle libre sensor. Customer experienced sweating and shaking and was treated with unspecified injection at the hospital to rise the glucose level. Customer was also given glucagon shots to be taken home. There was no report of death or permanent impairment associated with this event.